Event description:
A user facility requested a functional check of a fresenius 2008t machine after a patient coded during treatment. The machine was not suspected to have caused or contributed to the patient event; however, it is a facility policy to request the evaluation. Additional information was provided during follow-up through a hemodialysis registered nurse (hdrn). The patient was a hospital patient admitted to the intensive care unit (ICU) for unknown reasons. Due to lab values (not provided), the patient required emergency start hemodialysis (hd) treatment. On (B)(6) 2023 the patient was initiated in treatment utilizing a 2008t hemodialysis machine. Within 15 minutes of initiation, the patient went into cardiac arrest. The patient was administered all resuscitative efforts per hospital protocol but was unable to be revived. The patient was pronounced deceased. The hdrn stated that this was the very first time the patient underwent any dialysis treatment. The patient was very sick prior to the initiation of the treatment. The hdrn stated the patient¿s records have been closed out in the system so the documented cause of death cannot be retrieved. The hdrn stated there were no issues with the machine or the treatment prior to the patient coding. A fresenius field service technician (fst) went onsite on 14/mar/2023 to evaluate the machine. There were no issues to report. The machine passed functional testing and was returned to service. The following checks were completed: conductivity displayed 13.6; conductivity meter reading 13.6; dialysate temperature displayed 37.0; dialysate temperature meter reading 37.2; ph reading 7.4; alarm test= pass, pressure holding test= pass, shunt interlock= pass, uf pump= 24.0.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between hemodialysis (hd) treatment utilizing the 2008t machine and the patient event of cardiac arrest with subsequent death. However, there is no documentation in the complaint file to show a causal relationship between the patient¿s adverse event and use of the 2008t machine. There were no reported issues with the dialysis treatment or the machine prior to the patient going into cardiac arrest. Although the patient¿s diagnoses are unknown, the patient was in the ICU and reportedly very sick requiring emergency start dialysis. Patients with acute kidney injury in the ICU have higher mortality rates with the overall rate being 28.4%. The evaluation of the 2008t machine did not identify any issues. The machine passed all functional testing and was put back in service. Based on the available information and no allegation or evidence of a machine malfunction or deficiency, the 2008t machine can be excluded as causing or contributing to the patient¿s cardiac arrest and death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. An on-site evaluation was performed by a fresenius field service technician (fst). The fst was unable to duplicate the reported problem. Therefore, the reported issue is not confirmed.

Event description:
A user facility requested a functional check of a fresenius 2008t machine after a patient coded during treatment. The machine was not suspected to have caused or contributed to the patient event; however, it is a facility policy to request the evaluation. Additional information was provided during follow-up through a hemodialysis registered nurse (hdrn). The patient was a hospital patient admitted to the intensive care unit (ICU) for unknown reasons. Due to lab values (not provided), the patient required emergency start hemodialysis (hd) treatment. On (B)(6) 2023 the patient was initiated in treatment utilizing a 2008t hemodialysis machine. Within 15 minutes of initiation, the patient went into cardiac arrest. The patient was administered all resuscitative efforts per hospital protocol but was unable to be revived. The patient was pronounced deceased. The hdrn stated that this was the very first time the patient underwent any dialysis treatment. The patient was very sick prior to the initiation of the treatment. The hdrn stated the patient¿s records have been closed out in the system so the documented cause of death cannot be retrieved. The hdrn stated there were no issues with the machine or the treatment prior to the patient coding. A fresenius field service technician (fst) went onsite on (B)(6) 2023 to evaluate the machine. There were no issues to report. The machine passed functional testing and was returned to service. The following checks were completed: conductivity displayed 13.6; conductivity meter reading 13.6; dialysate temperature displayed 37.0; dialysate temperature meter reading 37.2; ph reading 7.4; alarm test= pass, pressure holding test= pass, shunt interlock= pass, uf pump= 24.0.